Event description:
It was reported that cartridge alarm 20 occurred repeatedly with consecutive cartridges during pump use, and pump software was not up to date. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was under warranty, arranged shipment of replacement pump with updated software, reviewed storage mode and pump return instructions including 10-day return requirement, and advised customer to transfer pump settings and reconnect continuous glucose monitor once replacement pump was received.